Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing on pause episodes. It was further noted that the amplitude appeared low. The icm remains in use. No patient complications have been reported as a result of this event.